Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. Reportedly, the customer had navigated to the bolus request screen without exiting. Additionally, it was reported that the luer lock and pigtail were discolored. The customer's blood glucose level was in the 400's mg/dl with trace ketones. The customer delivered a correction bolus via the pump.